Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2009 and was reimplanted with another device during the same surgery. This report is filed february 1, 2010.

Manufacturer narrative:
The surgeon replaced the magnet on (B)(6) 2008 and the patient has responded favorably. This is a final report filed june 4, 2009.

Manufacturer narrative:
Correction: per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2010, not (B)(6) 2009 as previously reported. The patient underwent two procedures to aspirate fluid from around the magnet area, the first on (B)(6) 2009 and the second on (B)(6) 2009.

Event description:
Per the audiologist, in 2008 (estimated date) the patient fell causing swelling of the implant site for three to four days. The internal magnet was dislodged from the magnet pocket. Currently, the patient is having difficulty keeping the internal coil comfortably in place. Retainer disks were recommended. Revision surgery is scheduled at about three months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.